Manufacturer narrative:
(B)(4) customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "on (B)(6) 2025, the tracheal tube accidentally dislodged during use, and the cuff was found to be leaking. It was immediately discontinued and replaced. The patient was reported as fine."